Manufacturer narrative:
This report is submitted on april 07, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an abscess at the implant site and was hospitalised for a duration of three days. During the admission, the patient was administered with IV antibiotics (dates not reported). On (B)(6) 2017, the patient was prescribed with oral antibiotics for swelling and pain. Clinical management of the patient is ongoing. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017 and the patient was reimplanted with a new device.